Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following microstent implant surgery, the patient is experiencing hypotony. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of hypotony; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no mention of system failure. Hypotony is low intraocular pressure (iop); the patient's actual iop measurement is not reported, and there is also no information as to whether the hypotony is clinically significant. While the device is indicated for reduction of iop, other factors that might affect iop include patient preoperative condition, intraoperative complications, and patient postoperative condition/medication used. Possible root cause is that hypotony (with or without sequelae) is an established risk associated with system use, which is clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).